Manufacturer narrative:
(B)(4).

Event description:
Information was received from a nurse/healthcare professional (hcp) regarding a (B)(6) male patient receiving fentanyl at 5.755ug/day and bupivacaine at 9.591ug/day (concentrations for both medications were asked but unknown) via an infusion pump implanted for spinal pain. The patient was also taking xanax and oxycodone at the time of the reported event. It was reported that the patient presented to the emergency room on (B)(6) 2015 with symptoms of weakness, lethargy, paleness, and loss of consciousness. The symptoms were of gradual onset per the hcp. The patient's systolic blood pressure was reportedly "in the 60's to 70's narcan was administered twice, and the patient responded with the second dose of narcan. The nurse wanted to stop the intrathecal medication but did not have access to an 8840 clinician programmer. They did not feel comfortable accessing the pump to withdraw the drug or the idea of keeping a magnet over the pump to stall the pump. The reporter was given contact information for paging a manufacturer's representative. Follow up was conducted to obtain additional information including whether the patient's managing hcp was notified, related appointment dates, hcp information, circumstances that led to the symptoms, steps taken to resolve the issue, and whether the symptoms resolved. If additional information is received a follow up report will be sent.